Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients non rechargeable ipg reached end of life and underwent a replacement procedure. The patient was doing well postoperatively.